Manufacturer narrative:
The companion 2 driver will be returned to (B)(6) for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a (B)(6) hospital, reported that the companion 2 driver exhibited a series of alarms, including very low right cardiac output alarms, while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The patient data file was reviewed and revealed multiple alarms related to fill volumes, incorrect pressures and cardiac output which align with the customer-reported issue. Additionally, the system-check log revealed a non-passing test for right driveline pressure being too high. The driver did not pass several sections of functional testing due to not passing the system check and high right driveline pressure. Investigation testing determined a malfunction with the pressure sensor board. The root cause of the customer-reported series of alarms was determined to be a malfunction of the pressure sensor board. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.